Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt was originally treated for. One device was implanted on (B)(6) 2010. Boston scientific's obtryx device and cr bard's pelvisoft devices were also implanted on this date. The complaint via the attorney was that the pt suffered an injury (unspecified). It is not known when the event occurred. It is not known what the pt's current condition is. No info has been confirmed by a health care professional.